Event description:
Caller states that pt tested 2.6 inr on coaguchek test sys 1 and 3.5 inr on coaguchek test sys 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test sys and replacement was sent. Coaguchek test sys 1: meter, strip lot 425a-h5, exp 4/30/08, cat/3116247. Coaguchek test sys 2: meter, strip lot 463a-h11, exp 6/30/08, cat/3116247.

Manufacturer narrative:
Suspect device for system 1: coaguchek test strip.